Manufacturer narrative:
The device was returned for evaluation and the customers complaint was confirmed. A visual inspection and functional tests was performed. Device evaluation noted , the device had ¿main power switch stuck¿. Additionally, ¿worn-out socket and poor connection¿ was found. No other issues were identified. Based on investigation, a definitive root cause cannot conclusively determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the visera elite xenon light source power button did not come back out when it was pressed in. The power switch was stuck. It was noted that the issue occurred during inspection for use for an unknown procedure. There were no reports of patient harm.